Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement. She stated that the meter had read in mmol/l since she got the meter about 3 months ago. She stated she was eating more food than usual because she thought that her readings were good. One month ago she went to the doctor for a regularly scheduled appointment; she was having no symptoms of high or low blood glucose level at the time. A "high reading was obtained on the doctor's meter; the pt did not recall the specific readings and she received no immediate treatment. She used another meter for the last month to test her blood level then contacted lifescan. There is no indication that she experienced injury and medical intervention due to the product. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The ccr walked the pt through resetting the meter units of measurement. The case is reported as a product malfunction medical device reportable because the pt stated that she had not changed the meter settings. The meter was replaced.